Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the 6mm cadiere forceps was being returned because it did not work and malfunctioned. The instrument movements did not correspond to the console surgeon and had non-intuitive motion. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the instrument movements did not correspond to the console surgeon and had non-intuitive motion.